Manufacturer narrative:
The product was returned for investigation. The reported failure mode could be considered confirmed based on the fluid observed inside the handle. Visual wear marks were observed on the lumen and ceramic. No defects were observed on the ultrasonic welding/glue at the handle. The suction tube was cut about an inch away from the handle. The detached suction tube portion was not returned. Tissue and fluid residue marks were observed on the bottom of the handle and all around the outlet of the communication cable and suction tube. After the unit was dissected, an excessive amount of saline water was observed inside the handle and in between the button¿s domes and cables. The unit was inspected to identify the fluid ingress point. Water was injected through the different joints of the probe where it is possible for the water to ingress (inside and outside) and no ingression point was observed. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, orifices by design located down the handle. The company representative informed via telephone that the surgeon cuts the suction tube before use as he does not use the probe¿s suction capability. It was confirmed through the simulation performed that by having the suction tube cut open, the fluids overflows back into the serfas energy handle. The handle is not intended to be in contact with fluids and/or have fluid ingress though the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle. If there is water presence inside the handle, even though the buttons might not be pressed at the moment, a continuous activation condition may be observed, as the water inside the handle may provide a current path for the unit to activate by itself. The device history record and non conformance report historical data were reviewed. There were no discrepancies observed that could contribute to this condition. The most probable root causes for the reported condition are: probe short; button stuck on the firing position; fluid ingress; button inadvertently pressed. In sum, the product was returned for investigation and the reported failure mode could be considered confirmed. The failure mode will be monitored for future recurrence.

Event description:
It was reported that during a shoulder procedure, the probe would not stop firing and had to be unplugged from the crossfire unit.

Event description:
It was reported that during a shoulder procedure, the probe would not stop firing and had to be unplugged from the crossfire unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.